Event description:
It was reported that while inserting a screw with the flexible screw driver. The screw driver broke. Surgery was completed successfully. No adverse consequence to the patient was reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed upon visual inspection of the returned device. The screwdriver fractured during screw insertion. The screwdriver was excessively bent back and forth. A material analysis was performed on the similar device with the same failure mode to analyze the fracture and it was concluded that the fracture originated at several points and was caused by fatigue on the instrument. Per DHR history review, the instrument was manufactured in january 2013 and is approximately 6 years old. Conclusion: the plausible root cause of the reported event is fatigue of the instrument over time and normal wear and tear. Bending the instrument back and forth excessively may have also contributed to fracture.

Event description:
It was reported that while inserting a screw with the flexible screw driver. The screw driver broke. Surgery was completed successfully. No adverse consequence to the patient was reported.